Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s drg lead at vertebral level l3 turned itself off, and the patient was unable to turn it back on with the patient programmer. Diagnostics revealed low impedances on the lead, and x-rays seemed to show the l3 lead with a sharp acute angle that looked like a kink. When impedances were rechecked, they were all within normal range. Reprogramming provided only temporary effective therapy. To address the issue, the physician plans to perform surgical intervention at a later date.

Event description:
Follow up information identified the physician explanted and replaced the lead at l3, as well as electively placed another new lead for the patient¿s changing pain pattern. Postoperatively, effective therapy was restored, and all low impedances have resolved.